Manufacturer narrative:
The complaint of tubing breakage is confirmed, user-related. Upon receipt at bas, the complaint sample revealed a break in the tubing just proximal to the 3 cm marker. In addition, the reinforcing wire is broken, stretched and elongated. The features exhibited at the break site are consistent with tubing that has been stretched beyond its elastic limits. The break in the tubing is a result of excessive force that was applied during removal of the device. The device had been in place for approximately 173 days prior to the complaint incident. It should be noted that the external 90 beaver tail bolster was still attached to the tubing upon receipt at bas and is located at the traction removal site. There has been no cut in the tubing at the traction removal site prior to removal. According to the products IFU, the user is instructed to cut the device at the traction removal mark. Next, the external 90 degree bolster is to be removed prior to attempting traction removal, so as the air deflation lumen will not be restricted by the bend in the tubing that the 90 degree bolster imposes upon the tubing shaft. The device products instructions for use (IFU) warns the user to confirm the internal bolster has deflated and is free floating within the fibrous tract prior to attempting removal. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the manufacturing process. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device. This appears to be a user technique issue.

Event description:
The catheter broke at 3.5 cm marker on its removal. The indwelling period was 173 days.